Manufacturer narrative:
The associated complaint devices were returned and evaluated. A visual inspection of the returned devices revealed the devices resemble typical explanted devices. A review of complaint history revealed no prior complaints for listed part 74023231. A review of complaint history for listed part 74022214 revealed no prior complaints for the listed lot/failure mode. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. An evaluation performed by our lab noted burnishing on the fixation surface of the tibial base indicating that the component was likely loose. Damage/deformation was observed on the superior surfaces of the tibial base and tibial insert; these features were potentially created by third-body particulate (bone chip, bone cement, etc.) Secondary to loosening. Damage/deformation observed on the anterior and posterior surfaces of the insert post; were potentially caused by contact with the anterior and posterior cams of the femoral component. Bone cement remained attached the fixation surface of the femoral component. Damage and metal transfer was observed on the articular surfaces of the femoral component. An analysis revealed compositional elements of ti6al4v indicating contact with the tibial base occurred. Our investigation could not determine a specific cause of this failure. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that a revision was performed due to poly and tibial exchange.

Manufacturer narrative:
.